Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultralink meter testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient manages his diabetes with insulin pump therapy. It is not known if the patient made changes to his usual management routine. About 2-3 hours after the start of the alleged issue, the patient claimed he felt symptoms of ¿high sugar.¿ specific symptoms were not provided. The patient denied receiving medical treatment. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest to resolve the reported issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.